Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause : (B)(4) user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r. Manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with the result of 30mg/dl. The expected fasting blood glucose test result range is 60 to 70mg/dl. The customer did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2017. Strip lot number is part of recall. The meter memory was reviewed for previous test result history: a 50mg/dl (B)(6) 2017 05:00:00 am fasting: yes. A 30mg/dl (B)(6) 2017 07:00:00 am fasting: yes. A 46mg/dl (B)(6) 2017 09:00:00 am fasting: yes. A 68mg/dl (B)(6) 2017 11:00:00 am fasting: yes. A 159mg/dl (B)(6) 2017 06:00:00 pm fasting: yes. Customer compared her fasting results from the true result meter and obtained 30mg/dl and obtained 155mg/dl with her husband's meter (do not recall name). Customer states she tested at 5am and obtained 50mg/dl, ate cereal and tested at 7am, obtained 30mg/dl and became concerned with meter. Customer states her normal fasting glucose range is between 60mg/dl and 70mg/dl fasting. Customer states she was released from the hospital on (B)(6) 2017 due to hypoglycemia. Customer states she was not eating properly, had not tested in a week and continued to take her routine insulin at night prior to hospital admission. Customer states she is feeling fine at this time and will test with her husband's meter until she receives her replacement.